Manufacturer narrative:
Strips from lot 405014-21 were not returned with customer's meter, but 2 vials of strips from lot 397396-21 were returned and used for investigation with the customer's meter. The reporter's meter was provided for investigation where they were tested using retention controls. Testing results for lot 397396-21 (qc range: 2.5 - 3.7 inr): vial# (B)(6); qc 1: 3.2 inr; qc 2: 3.0 inr. Vial# (B)(6); qc 1: 3.2 inr; qc 2: 3.2 inr; qc 3: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation is lay user/patient. The customer's test strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The result from the laboratory at 08:03 a.m. Was 3.91 inr. The result from the meter at 08:15 a.m. Was 5.0 inr. The result from the meter at 08:30 a.m. Was 5.2 inr. The patient has a therapeutic range of 2.0 - 3.0 inr from their doctor in the USA. The patient has a therapeutic range of 2.5 - 3.5 inr from their doctor in (B)(6). Customer received a cortisone injection in both thumbs on (B)(6) 2019. The customer's warfarin dose was increased from 33.5 mg to 34 mg per week on (B)(6) 2019 following a meter result. Customer's warfarin dose was decreased back to 33.5 mg per week following a meter result on (B)(6) 2019. The customer has a sore spot on the bottom of both thighs and a small lump which could possibly be a deep bruise. The customer did not require any treatment for the possible bruising.